Event description:
The customer reported that she had a blood glucose of 515 mg/dl in the morning, 493 mg/dl the previous evening, 340 mg/dl at 8:30 am, and 464 mg/dl at 9:00 am. It was reported that the insulin pump alarmed no delivery during the bolus procedure. The customer treated the high blood glucose with a bolus, manual injection and a set change. Assisted the customer with removing the reservoir and rewinding the insulin pump. The cannula from the insulin pump was bent. Advised to change the entire set, reservoir and insulin and to treat according to their health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).